Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The ce ilab intravascular ultrasound imaging system was selected for use. During preparation prior to a procedure, the system was not operating properly because of the motor drive unit so the procedure was cancelled.